Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon made the steps as usual and waited 30 seconds before firing. During triggering, there was no acoustical noise. After triggering, the anvil was very troublesome to disconnect and the clips were formed like a "u." There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p58t3t. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. In addition, it was received one staple inside of the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.